Event description:
It was reported that this patient presented to the emergency room with left sided chest pain. Upon review, high capture thresholds along with loss of capture on the right ventricular (rv) lead was noted. A chest computed tomography and echocardiogram were performed, however, were found inconclusive. Subsequently, a revision procedure was performed and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.